Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields:d9,h3. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse handled the issue over the phone. The pump was not seated in the cart and batteries had died. Customer reseated pump in cart and it then functioned normally. The fse notified customer of correct process per manufacturer requirements.

Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) turned on to the loading screen, before use. Pump was not seated in the cart and batteries had died. There was no patient involved.